Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that their transmitter was not showing the green light when connected to the sensor, and when they pulled out the sensor the cannula was broken. The patient's blood glucose at the time of incident was 236 mg/dl. The sensor was returned for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used partial sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor. See image for details